Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that while patient underwent a surgical procedure on (B)(6) 2018 to implant scs system. Intraoperatively, while physician was trying to remove the trial extension, the scs lead tail broke. Physician proceeded with using a new lead. Reportedly, patient had extensive scar tissue around the lead tail. Surgery was extended between 15-20 minutes. Patient has effective therapy post-operatively.